Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure a shaft fracture occurred. The lesion was located in the circumflex (cx). During this procedure, an unspecified cypher drug eluting stent (des) was first placed in the cx. The physician then advanced a taxus express2 3.00x12.0mm des but had trouble moving it past the cypher stent that was already placed. The taxus stent repeatedly became hung up in the cypher stent so the physician used a little more force which resulted in the shaft bending. The physician again used force to try to advance the stent which then resulted in the shaft breaking outside the patient's body. The entire stent delivery system was removed. To complete the procedure the physician balloon angioplasted the lesion site and no additional stents were placed. There were no reported patient complications.

Manufacturer narrative:
Device has not been received for analysis as of the date of this report.